Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm. Troubleshooting found the insulin pump was able to rewind and pass the displacement test. The customer also reported a off no power alarm occurring. It was stated that the customer did not receive a low battery alert prior to the off no power alarm occurring. The customer stated that this was the second occurrence of off no power in less than 24 hours after a low battery warning. Customer's blood glucose was unknown. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test and off no power test. No unexpected battery power loss anomalies were noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.